Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in porto, portugal. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow value. There was no patient injury.

Event description:
See initial report

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue on co2 channel. In addition, an error code associated to discrepancy between the actual and set gas flow value on o2 and air channels were displayed. In order to fix the issue, the microbridge mass flow sensor and controllers for co2 and o2 were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likley root cause of the reported event was due to defective microbridge mass flow sensor and controllers. As a consequence, sensors drift could have led to inaccurate (air/o2/co2) flow measurement readings.